Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vaso view hemopro would not shut off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the boots displayed evidence of heat related damage consistent with activation of the device while the jaws are in direct contact. Additional evaluation is required. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. Internal complaint number - (B)(4).